Manufacturer narrative:
Correction made to a2: date of birth: 10/18/1946 (previously submitted as ni) correction made to d5: operator of device: lay user/patient (previously submitted as other) additional information was added to b5, d10, h3, h4 and h6. B5: the affected products is nine (9), previously submitted as eight (8). H4: the lot was manufactured from august 24, 2020 ¿ august 25, 2020. H10: nine (9) actual samples were received for evaluation containing 79, 78, 80, 77, 76, 74, 80, 78 and 75 ml of fluid in the bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all samples and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eight (8) large volume folfusor underinfused. During each infusion, approximately 90% of the solution was infused; leaving about 10% remaining in the device. The device had been filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.